Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump has just been taken out of the box and the wake button has to be pressed multiple times for the pump to respond. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer is still using their previous pump for insulin therapy.